Manufacturer narrative:
To date, the system 7550 esu has not yet been returned to conmed for evaluation despite numerous requests to have the device evaluated. Without the return of the device, a system output analysis of the involved esu could not be completed and the root cause of the reported incident therefore cannot be determined. At the time of the reported incident the involved esu was being utilized to activate an unidentified cautery handpiece that was in contact with the bowel, resulting in the cauterizing of the bowel and a bowel tear requiring a bowel resection. This cautery handpiece was stamped, "vmuller" and is not a device manufactured by conmed corporation. The system 7550, serial number (B)(4), was manufactured in jul-2012. This esu was last serviced by conmed corporation one year past, sep-2014, when the esu was returned for recalibration. At that time, the unit was giving an error code of 210 [calibration data bad (a5)]. Recalibration of the unit was required. Per the biomed of the end-user facility this esu has not had any problems reported since returning from this recalibration service accomplished in sep-2014. This evaluation has not identified any manufacturing defects with the device and further action is not recommended at this time. If the device is returned in the future a full evaluation will be performed and a supplemental report will be filed. The conmed system 7550 electrosurgical generator with argon beam coagulation is a microprocessor-based, solid state, rf isolated electrosurgical generator. It is designed for enhanced control of bleeding and for the electrosurgical destruction of tissue in multi-specialty procedures in the operating room or endoscopy suite. This conmed system 7550 electrosurgical generator with argon beam coagulation, in conjunction with connected accessories, is intended to produce high-frequency electrical energy for the controlled destruction of tissue. There are many warnings through out the system 7550 operator's manual; however, the most important warning regarding this device is stated as follows: "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure the safe and effective use of this equipment." Device sequestered by risk management.

Event description:
The customer reported that during laparoscopic surgery, the doctor was using the system 7550 electrosurgical generator with a competitor's electrosurgical handpiece, a tear in the bowel occurred. When the doctor started to remove the laparoscopic spatula (competitor's handpiece) the doctor noticed that the lining of the bowel was cauterized to the side of the handpiece, approximately 5 inches from the tip. This caused a tear in the bowel which required a bowel resection to repair the tear. To date, there has been no additional information received regarding the patient's demographics (age, gender, weight) or the patient's latest condition or any indication that a long term adverse effect has occurred. Reportedly, the biomed department of the end-user facility has not yet received any direction from their risk management to test and/or to return the esu to conmed for evaluation; therefore, no information is known regarding the functionality of the esu.